Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that their battery moved positions and now their pants are rubbing in it and it is very uncomfortable. It was unknown what caused this issue or if any diagnostics/troubleshooting or actions were performed. The patient was seeing their healthcare professional (hcp) this afternoon. It was unknown if surgical intervention would occur. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient has been doing well with their ins. No further complications are anticipated.